Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The implant(s) and instrument(s) were not returned and instead will be do based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition for broken and stripped was confirmed as two of the images shows the stripped/broken distal tip and the broken piece being embedded on the va screw. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no ncrs were generated during production. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part number: 314.467. Synthes lot number: h055308. Supplier lot number: n/a. Release to warehouse date: 19may2016. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Event description:
Concomitant device reported: unknown hex low profile screw (part # unknown, lot # unknown, quantity # 1). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Part 314.467, lot h055308: release to warehouse date: may 19, 2016. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, the patient underwent a distal tibia nonunion fixation. The tip of the stardrive screwdriver shaft broke off into a variable angle locking screw self-taping with t8 stardrive recess when tightening into the variable angle locking compression plate medial distal tibia plate. The t8 screwdriver was noticed to be twisted after it was broken. The plate was removed and had another plate in the set of the same size was used. The handle of the small hexagonal screwdriver with holding sleeve broke/shattered when tightening a hexagonal low profile screw in the case as well. There were fragments generated but were removed easily. The patient had no implants prior to this surgery for the nonunion. The surgeon tried conservative treatment first by casting. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. There was no patient consequence. This report is for a screwdriver shaft. This is report 1 of 4 for (B)(4).